Event description:
It was reported that during preparation of a holep procedure, the fiber connector broke off when plugged in. A second fiber was attached and connected correctly, however, when beginning the procedure there was a loud bang and the fiber broke in the middle and sparked leaving a burn mark on the table cover. The fiber was exchanged to complete the procedure with no patient complications. This report is for the first fiber.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported fiber break was confirmed through analysis. The product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a fiber break halfway through the fiber. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during preparation of a holep procedure, the fiber connector broke off when plugged in. A second fiber was attached and connected correctly, however, when beginning the procedure there was a loud bang and the fiber broke in the middle and sparked leaving a burn mark on the table cover. The fiber was exchanged to complete the procedure with no patient complications. This report is for the first fiber.

Event description:
It was reported that during preparation of a holep procedure, the fiber connector broke off when plugged in. A second fiber was attached and connected correctly, however, when beginning the procedure there was a loud bang and the fiber broke in the middle and sparked leaving a burn mark on the table cover. The fiber was exchanged to complete the procedure with no patient complications. This report is for the first fiber.

Manufacturer narrative:
With all the available information, boston scientific concludes the reported fiber break was confirmed through analysis. The product was returned for analysis to our post market quality assurance laboratory. Visual examination identified a fiber break halfway through the fiber. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.